Event description:
In 2009, the pt reported she noticed that not all of her boluses "were being recorded" on her insulin infusion device. She stated that about 3-4 months ago she noticed the up and down buttons on her device were responding intermittently. She stated that yesterday she had an elevated blood glucose reading as a result of the button not properly responding. She programed a bolus and when she measured her blood glucose at 8:30pm, it was elevated to 260 mg/dl. She had no symptoms. She said she checked her bolus history and the bolus programmed was not listed. She then programed another 4 unit bolus and checked her blood glucose at 10pm. It had elevated to 280 mg/dl. She then delivered a 6 unit bolus of insulin via injection and at 11pm her blood glucose had decreased to 208-210 mg/dl. She stated she does not currently have an elevated blood glucose. She said her device has not been dropped or exposed to water. The buttons pop up when pressed. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.